Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer support assisted the caller with resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and instructed to call back if the malfunction reappeared, which they understood and acknowledged.